Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that color of a bd insyte¿ autoguard¿ bc shielded IV catheter with bc is clear, and should be pink. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that color of a bd insyte¿ autoguard¿ bc shielded IV catheter with bc is clear, and should be pink. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: DHR review was performed on lot number 7136591. The lot number was built on afa line 9 from may 22, 2017 thru may 24, 2017. The review of the DHR revealed that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. No significant discoveries were found. Visual analysis: although observations and testing could not be performed because a sample was not received for investigation, two photos were submitted for review. Photo 1 displayed two 20ga winged units. Top unit the catheter/adapter was definite pink. The unit on the bottom the catheter/adapter the pink color was not visible. Photo 2 displayed both units with opened packages on colored paper. The catheter/adapter with no color had the ref # 382634 lot #7136591 with a note ¿incorrect color clear¿. The catheter/adapter with color had the ref # (B)(4) lot #7282925 with a note ¿correct item¿. Conclusions: the defect - discolored; as stated as the reported was confirmed based review of the submitted photos. There are two possible causes for the defect. The catheter/adapter did not receive the appropriate amount of colorant mixed with the base color during the molding process. The color of the adapter can fade over time. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that color of a bd insyte¿ autoguard¿ bc shielded IV catheter with bc is clear, and should be pink. There was no report of exposure, injury or medical intervention.